Event description:
A customer reported to baxter (B)(4) of a 3 liter eva bag in which the operator observed a foreign object, suspected to be 'mosquito dead body,' inside the mixing port. The reported condition occurred when the bag was being flushed with normal saline and 20% osmonfundin (mannitol/sorbitol). There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a 3 liter eva bag in which the operator observed a foreign object, suspected to be "mosquito dead body", inside the mixing port was confirmed during sample evaluation. The actual sample was available at the plant for evaluation. Visual inspection revealed a small mosquito in the chamber. No further testing was performed as the issue was confirmed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.